Manufacturer narrative:
A company clinical application specialist (cas) was onsite providing surgery support when the event occurred. The cas assisted to optimize the laser settings to deter further issues; however, the cas did not have any success. The system was functioning to specifications in the cataract surgery mode. Based on manufacturer's assessment, the product met specifications at the time of release. Based on the investigation results, the root cause of the reported event could not be determined. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a patient was noted to have an island of epithelial ingrown in an area where there was a side cut tag following flap creation. The surgeon was able to complete the flap using a microkeratome. The ingrowth has not reached the patient's visual axis and the surgeon will continue to monitor the patient.